Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: 1810c00614, ubd: unknown, UDI#: unknown product ID: 9735736, serial/lot #: 1.2.0, ubd: unknown, UDI#: unknown product ID: 9735736, serial/lot #: 1.2.0, ubd: unknown, UDI#: unknown product ID: 9735818, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: 9735797, serial/lot #: b280fbc39, ubd: unknown, UDI#: unknown product ID: 9735799r, serial/lot #: 1465101872, ubd: unknown, UDI#: 00763000062354. A medtronic representative visited the site to evaluate the equipment. No failures were found. Codes b01, c19, and d14 are applicable. Additional system service was performed. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. Upon replacement of router and update mac address as static on uva it's side with wifi and pacs, the s8 is performing at a faster processing time. The system turn on and signs onto wifi much fast and download of images is almost immediate with this change. Account is very satisfied with results. The returned computer was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. The returned network router was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. The returned panel was analyzed. The hdmi connector shell was broken off, leaving it unusable. Codes b01, c07, and d02 are applicable. The returned wifi end point was analyzed. The unit was visible in self-test, but would not connect and ping through a wi-fi router, external to the bench tester. Once the unit was reset and reconfigured, it was able to connect and ping through the router. Codes b01, c13, and d02 are applicable. No other products have been returned for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were multiple performance issues with this unit. The device had entered the grub menu, but was able to recover. Application login was very slow and occasionally kicked the user out back to the login screen. Application navigation was slow. All network functionality such as pulling from picture archiving and communication service (pacs) was slow. "Small symptoms" appeared when compared to other units, but have gradually increased. It was noted that the unit does function. There was no patient involved. Additional information was reported. When first turning on the stealth, it would run through a script shown on the screen before the large medtronic logo appears. Sometimes it would go black and try to reboot before it even gets to that screen. Then after a minute or so, it will boot up to the log in screen. Very slow to connect to pacs on wifi and download when the newer navigation system is right beside it, completing the same tasks at a much faster speed. A battery message comes on throughout the day when they have already changed out the ups in both the camera and main cart.